Event description:
Customer reported that the tube was inserted into the patient and the mother suctioned the tube and immediately felt resistance. Customer reported that extubation and reintubation of a placement tube was performed. The caller reported that the tube was found to have a ridge/groove at the lower margin of the tube.

Manufacturer narrative:
The sample is expected to be returned for analysis.